Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous implantable lead exhibited loss of capture at implant. Previous lead measurements were normal. The pacing threshold had also elevated. The patient was sent to intensive care for monitoring. During this time, loss of capture was observed and the patient became bradycardic. The device and lead connections were then verified. A new rate/sense lead was placed and several attempts were made to find acceptable thresholds. The lead was finally placed with a threshold of 2.6v @ 1ms. Then, the device and lead exhibited impedance >2000 ohms. The device was explanted and a new device was implanted. Capture was obtained with the new device, although thresholds remained elevated. The device has been returned for analysis.